Manufacturer narrative:
The reported event was the prophylactic explant of a device that was subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states. The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
The physician has chosen to explant and replace this device prophylactically because it is part of the subset of zenex, assurity, endurity laser adhesion preparation advisory issued by abbott the on (B)(6) 2022. No malfunction has been observed on this device. The patient has not experienced any symptoms or adverse health consequences and is currently in stable condition. I do not know yet the new model or procedure date.